Event description:
The customer reported developing symptoms of allergic reaction in the form of mouth itching, tingling, throat irritation, breathing issues, coughing, chills and chest tightness. The customer required evaluation from a physician but no medical intervention was required and no medications were taken. As a result, aligner treatment was discontinued.

Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions similar to an allergic reaction.